Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Premarket/510(k) #: k163248 & k151895. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary was used in the lymph nodes during a endobronchial ultrasound bronchoscopy (ebus) procedure performed on (B)(6) 2019. According to the complainant, the patient had a mediastinal pneumothorax but is uncertain whether or not it occurred before or after the procedure. It is unknown how this procedure was completed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.